Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye, the patient presented cystoid macular edema and aggressive fibrosis in the capsular bag which was concluded to be toxic anterior segment syndrome (tass). The patient was treated with predforte, moxifloxacin and bromfenac 1 drop, 4 times a day for 1 week, predacetate 1% 1 drop 4 times a day for 1 week and ketorolac 0.5% 1 drop 6 times a day for 1 week.